Event description:
Prior to implant, the pt was diagnosed with acute aortic dissection & underwent a separate aortic valve replacement & ascending aortic resection. Twenty-one months postoperatively, it was reported the pt wad diagnosed with aortic root dissection & false aneurysm w/perforation into the right atrium, aortic right atrial fistula, patent foramen ovale & persistent dissection of transverse arch. The valve was explanted & replaced with a 25cavgj-514 00. Reimplantation of the coronary arteries & closure of patent foramen ovale were also performed. Add'l info will be requested.